Event description:
"S/p b submusc periareolar 255cc surgitek gel for augmentation. Denies any h/o decrease in size/trauma/change in shape or texture but c/o some local discomfort x 1 yr. In addition has developed systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturb, headaches, visual disturb, dizzy spells, memory probs, dry mucus membranes, oval sores, rashes, sen sun/chem, sob, gi/gu disturb, and easy bruising."